Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0lyws, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported stimulation was intermittent. The patient started falling a lot in september and hitting the site of the implantable neurostimulator (ins). In december she started to have pain at the ins and in the lower back. The patient was on 7.0 v currently but stated she had to keep increasing because stimulation was intermittent. The patient had spoken to her managing pain health care provider but he said her falls had nothing to do with the ins because it was deep under the skin. The patient was going to seek a 2nd opinion with a different urologist. It was reported 16 days later that patient still having concerns with their device or therapy and was current going to see a new health care provider on (B)(6) 2015. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available